Event description:
My freestyle flash blood glucose test device began giving falsely low test results when I began using a new lot test strips. I called abbott to report this and they sent me a new test monitor as well as new test strips free style lite monitor. Testing with both the "old" and "new" strips on the same blood sample gave consistently hypoglycemic values on the "old" strips low 30's to mid 50's and the "new" strip results consistently about double the "old" strip values. At no time did I experience any symptoms of hypoglycemia.